Event description:
It was reported during implant that the patient experienced tamponade from perforation and dropped blood pressure. The physician pulled the delivery system and introducer back into the inferior vena cava after deployment. The leadless implantable pulse generator (ipg) also exhibited high thresholds. Tamponade was drained and the ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1avr1-delsys / expiration date: 28-nov-2022 / serial#: (B)(4) UDI #: (B)(4) device available for evaluation: no dev rtn to MFR? No. Mfg date: 02-jun-2021, labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.